Event description:
By finishing the shanks were rinsed with sodium chloride. The arterial shank leaked a lot of sodium chloride at the insertion spot. After change of "cvk" a crack was discovered about 1 cm long, just below the suture spot.